Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. The 510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown date in 2017. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an eczema skin occurred on the lateral side of the ankle for a patient operated on in 2017 with a lateral tibial proximal plate and a fibula distal plate on the same side. The consolidation was without problem and no infection occurred. This report is for an unknown plate. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgeon doesn't think that there was a problem with the plates.